Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pacer dependent patient presented in clinic for routine check. Upon interrogation, the right atrial lead exhibited noise. The noise was reproducible with isometric testing. No intervention was performed. No further information was available.

Event description:
New information on 2/4/2016 stated that the right ventricular lead was capped and replaced. The patient was fine.

Event description:
New information on 2/5/2016 stated that the lead procedure was done on (B)(6) 2016.